Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's drg ins was unable to communicate with external devices. A manufacturer representative confirmed the issue and the drg ins was deemed inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted to address the issue.